Manufacturer narrative:
The customer's meter was received for investigation. First visual inspection revealed that the battery compartment is contaminated. This is result of a user error due to residues of fluid ingress (e.g. Leaked battery acid, cleaning solution,...). Furthermore this can cause the mentioned problems regarding the power issues. With a functional handheld battery pack the meter could be powered on without any complications. The meter also could be operated via power cord without any problems. During the investigation of the meter, a display check was passed and the display works properly. The device has been disassembled and its electronic compartment has been visually inspected. No root cause or any other evidence for missing segments were found. The issue could not be reproduced during the investigation. The customer material meets specification.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter complained of meter display issues that could cause misinterpretation of results on the coaguchek xs plus meter. The customer stated when the meter is placed within the power adapter, the cord must be held a certain way for the meter to run a test. If the power cord is not held a certain way, the meter¿s display shows lines and loses pixels. The customer has attempted to replace the batteries within the meter with new alkaline batteries, but the meter loses power right after being powered on.